Event description:
Related manufacturer report number: 1627487-2022-00065. It was found during lead replacement procedure due to lead migration that the patient¿s lead had fractured. As result the lead was explanted and replaced resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.